Event description:
The event is reported as: alleged issue: catheter has spurs and slight hr glassing of the tubing. Issue was reported when customer pe-lubed the catheter with gloved hand. This occurred before pt use. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history report (DHR) was reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was packed and inspected according to specifications. The sample was not returned for eval, however, photographs were rec'd. A visual inspection of photographs was performed, although the defect could not be confirmed. The actual sample is necessary in order to perform a proper investigation. No corrective action and no conclusion can be established based on the lack of defective sample. The MFR will continue to monitor and trend relating complaints.